Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the prime or excessive no delivery alarm tests due to motor error alarm anomaly. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer's daughter reported that the insulin pump returned several no delivery alarms and a motor error alarm. Blood glucose was around 300 mg/dl at the time of the call. Caller reported that the motor error alarm occurred during priming. Customer did not recall any significant events leading up to the error alarms. No further information was provided.